Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump began infusing without user input while in standby mode during set up before a patient infusion. There was no patient involvement. The customer biomedical service tested the device and found it to function as designed. No additional information is available.